Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" message and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including stress testing with numerous defib cycles without duplicating the report. An internal inspection found no discrepancies. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.